Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04096 / 1825034-2016-03837).

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately five years post-implantation due to alleged pain, lack of mobility and weight gain. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports for the revision procedure note pain to be the reason for revision and that the patient was experiencing chronic pain and stiffness/ lack of range of motion. The report further noted fluid that could be secondary to metal debris and anterior impingement likely secondary to previous abnormal acetabular anatomy, which likely caused the pain.